Event description:
Noise seen on ra and rv leads in hmsc recordings as far back as march 2024. Recommended further evaluation of lead in person as well as questioning the patient in regard to any events that may have affected the lead. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.